Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. No motor error alarm. Motor passed motor test. The insulin pump had scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 140 mg/dl at the time of incident. The customer's blood glucose was 110 mg/dl at prior to call. Troubleshooting did not occur. The customer performed displacement test and the insulin pump passed. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the insulin pump was not dropped or bumped. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.